Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead dislodged, there was perforation of the right ventricle and the lead displayed unstable thresholds. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.